Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported an extension was damaged, determined during an ins explant (see manufacturer's report #3004209178-2017-16039) the damaged tail was inserted in the new battery, only 4 electrodes were inserted. The physician opted to leave it how it was after repeated attempts to align and insert. As a result, contacts 8-15 were reported as out-of-range and the contacts were non-viable. The patient was programmed using contacts 0-7 and reported bilateral coverage and was happy with the programming. It was reported that the extension tail, specifically the plastic coating between the electrodes, had expanded in diameter over the life of the implant. This was visualized by the doctors as the cause for the difficulty trying to insert the extension into the ins. No further complications were reported